Event description:
Customer reported via phone, he only has used the insulin pump one time since he got it. Customer stated the device makes noises when bolusing and the numbers jumped when he attempted to bolus to different increments. Troubleshooting was not performed customer stated he will call back. The device is not returning for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.